Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the button on the tower rod reducer was sticking so the reducer could not be used properly during surgery. The procedure was completed using an alternative reducer without reported patient impacts.

Manufacturer narrative:
Additional information: method, results, and conclusions - the returned tower rod reducer was examined. The device was confirmed for sticking due to splayed/bending at the tips of the inner shaft. The cause of this event can likely be attributed to either a larger than normal force used during removal or a force applied during processing which caused the splaying and thus the sticking for future cases. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the button on the tower rod reducer was sticking so the reducer could not be used properly during surgery. The procedure was completed using an alternative reducer without reported patient impacts.